Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone plate lens and the lens tore in the cartridge while being ejected. This was prior to insertion and there was no pt contact or injury. Another same type lens was implanted.

Manufacturer narrative:
Evaluation a visual inspection of the returned product found a piece of one haptic torn off and missing. A cartridge was returned with a torn tip. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.